Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies and administered manual injection. System check was performed with tandem technical support and the cause could not be determined. Technical support instruction to customer to change out pump supplies and insulin delivery resumed. Customer's blood glucose was 180-250 mg/dl.